Event description:
It was reported that the svv value was too high.

Event description:
It was reported that during a roux-en-y, the device produced staple lines that were jagged, oozing and the staple lines were not complete. The device worked properly. However, there was serosal tearing at the staple line. Some staples were not formed at all. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. (B)(6).

Manufacturer narrative:
No defect found. Not confirmed customer complaint.